Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported "one year and a half ago it was noticed a nodule in the right breast, confirmed by ultrasound." According to patient, physician that performed the exam said that could be a device rejection and nodule has a size of pea. Healthcare professional reported capsular contracture (grade iii). The device remains implanted.